Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower door failed and could not open. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door 3 failed and would not open. A field service engineer called and spoke with customer, went to the station so could remote in. Connected through remote support service beyond trust and attempted to the latch with no success. Mentioned that a bin might be pushing on the door, so asked to push on the door where the latch was located and then pull when heard the latch click. The door opened and rearranged the bin, so it was no longer pushing on the door. Tested in hardware test application and successfully recovered. The system functioned as intended after the field service engineer repaired the device.